Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure in the esophagus, when the device was removed from the charger, the monitor screen was half misaligned. It seemed that it could still be used, so the device was set, and the doctor tried to fire on the azygos vein, but abnormal noise was heard and the device could not be fired. There was no issue with the charger of the device as it seems charging the device was able to be performed without problems. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient harm.